Event description:
Boston scientific received information that this right atrial (ra) lead dislodged one day post-implant. Intermitted p waves sensing was only observed at maximum sensitivity. No capture was also observed at maximum outputs, although no pauses in pacing were noted. A revision procedure was performed and the ra lead was repositioned and continues to remain implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.